Manufacturer narrative:
(B)(4).

Event description:
Procedure type: donor nephrectomy. According to the reporter: for ligature of small vessels the device was used. During the first firing, an "abration" fell out of the instrument and into the tissue. It could not be examined which abration it was. There was no extension of op, no blood loss, no extension of incision, no change of op, no loss or damage to tissue. The abration fell into patient, could not be removed.